Manufacturer narrative:
On 15-dec-2021, the product investigation was completed. It was reported that a 71 year old female patient (68.5kg) underwent an atrial tachycardia (at) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered complete heart block requiring a temporary pacemaker and then a permanent pacemaker. The patient suffered a complete heart block. They mapped both the left and right atrium and then did some ablations around the mitral valve without terminating the tachycardia. They moved to the right side and did some ablation around the coronary sinus. That is when the patient suffered the heart block. The waited an hour for the av node to recover without resolution. A temporary pacemaker was being inserted at the time of the call. Patient is stable. They were ablating at 30 watts when the issue occurred. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30593590l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (68.5kg) underwent an atrial tachycardia (at) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered complete heart block requiring a temporary pacemaker and then a permanent pacemaker. The patient suffered a complete heart block. They mapped both the left and right atrium and then did some ablations around the mitral valve without terminating the tachycardia. They moved to the right side and did some ablation around the coronary sinus. That is when the patient suffered the heart block. The waited an hour for the av node to recover without resolution. A temporary pacemaker was being inserted at the time of the call. Patient is stable. They were ablating at 30 watts when the issue occurred. This adverse event was discovered during use of biosense webster products. Intervention provided: temp wire was inserted. The patient required extended hospitalization because of the adverse event: due to complete heart block, pacemaker was required. Patient had to stay in hospital until pacemaker is placed. Generator information: smartablate system rf generator. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001005250.